Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the received pfna blade and nail are jammed together as complained. Both products show signs of use with some deep scratches. The anodized color is partly disappeared. Summary: the nail was already investigated at manufacturing site under (B)(4). No manufacturing related issues could be detected. The nail was produced according to the specifications. The complaint condition that the blade is jammed with the nail can be confirmed. However, it is clearly visible that the position of the blade is displaced, and consequently the reason is for the jamming. We strongly assume that the cause of this complaint is an alignment issue during use, or not exactly following the surgical technique steps. For more details regarding insertion and extraction of the blade, please see in the current technique guide ¿036.000.035 dsem/trm/0714/0109(4). We can confirm the visible damages are not from any manufacturing non-conformity. The cause of complained malfunction is a post-manufacturing caused and/or use related, therefore the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part: 473.033s, lot: 2763723, manufacturing site: bettlach, release to warehouse date: 27. July 2011 , expiry date: 01. July 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent re-operation. The proximal femoral nail antirotation (pfna) blade was stuck in the proximal nail and the surgeon could not detach them. The nail had been broken at the point of the hole for the blade and nail was removed. It was unknown if there was surgical delay. Autograft and allograft were performed, and re-fixed with a long nail. Patient condition is unknown. Concomitant devices: pfna-ii end cap, part #: 473.170s, lot#: l608019, quantity #1, locking bolt 32mm, part #: 459.320vs, lot#: 5943326, quantity #1. This report is for 1 of 2 for (B)(4). Related incident (B)(4).